Event description:
It was reported that cap for injector membrane m50 had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter on 515404. According to the customer's report, white powder-like fm on 515404 was found.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1805103. D4: medical device expiration date: 2023-04-30. D4: UDI # (B)(4). D10: device available for eval yes. D10: returned to manufacturer on: 2021-04-27. G.5. PMA/510(k)#: k092782. H4: device manufacture date: 2018-05-11. H6: investigation summary one injector cap from lot 1805103 was provided to our quality engineer for evaluation. Upon inspecting the product, white particles can be observed on the surface of the product as well as inside the packaging. Three retained samples of the same lot were used for additional evaluation. After inspecting the product, no particles were observed on the caps or within the packages. A device history review was performed for lot 1805103, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Sterilization testing was performed and results were found to be within specification. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Based on our investigations the particles were identified to consist of tyvek paper which is used in the packaging for this product. These particles can accumulate in the rollers from the packaging line as the paper passes through and likely fell into the blister package before they were sealed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that cap for injector membrane m50 had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter on 515404. According to the customer's report, white powder-like fm on 515404 was found.